Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (sicd) experienced two inappropriate shocks overnight. Technical services (ts) was consulted and upon review of the device strips, it was noted that the device was programmed with primary 1x gain but had smart pass turned off. The electrocardiogram signal was strong initially, but the episode from the morning showed a significantly reduced signal with a wandering baseline and intermittent noise. This is suspected to be due to air in the pocket from the recent implant, which typically resolves within 14 days. Ts was consulted and suggested to consider massaging the pocket with therapies turned off and to perform a chest x-ray (cxr) to confirm system integrity and check for air. Subsequently, x ray is being considered to be performed on this sicd and applying pressure dressing the sicd pocket. This sicd remains in service. No additional adverse patient effects were reported.